Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the cable fractured while the surgeon was tightening it.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
As returned, the cable was fractured. The product met print specifications where measured. The device history records were reviewed and no deviations or anomalies were identified. This device was used for treatment initial product history search conducted on september 2, 2016 revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined.